Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a stylet in the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempt to implant the lead in multiple locations but had low voltage sensed ventricular signals at each location. The physician stated that they felt the lead was not performing up to standard and requested a new lead. The lead was removed and a clot at the tip of the lead was observed. The physician still elected not to use the lead and implanted a new lead instead. No patient complications have been reported as a result of this event.